Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, bleeding lcd glass and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged; cracks were found on the reservoir thread. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.